Manufacturer narrative:
As of today, this product remains in-service. Should additional information become available, this report will be updated.

Event description:
Boston scientific crm received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was undergoing a non-device related procedure. The field representative was contacted to program the device off for the procedure. It was reported that the device was at elective replacement indicator (eri). The device was listed on the shortened replacement window (srw) advisory, originally communicated on (B) (6) 2007. Technical services (ts) discussed that this product has been implanted for over 5 years; however, we are unable to guarantee that this device is not exhibiting the srw advisory behavior, therefore recommended that this device be replaced within 1 month of eri declaration date. This recommendation is outside of our labeling. It was reported that the device would be replaced soon. The representative checked the patient's device after the non-device related procedure, no complications were reported. No adverse patient effects have been reported.

Event description:
Subsequent information indicates that this product was explanted for normal battery depletion.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, laboratory technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
Analysis is currently on-going. Upon completion of analysis, this report will be updated.